Manufacturer narrative:
Based on the investigation analysis, the reported event on (B)(6) 2023, at 11:33 am est, displayed a temporary mismatch between the sensor reading and calibration entry. The user did not receive a hypoglycemia alert at the time of the event because the sensor reading did not cross the hypoglycemia alert threshold set by the user. Prior to the event, there was a calibration entry of 101 mg/dl at 9:16 am est entered, which closely matched the sensor reading of 101 mg/dl at the time of the reported event. It could not be confirmed if the calibration was performed in error as the subsequent calibration entered at 11:33 am est displayed a mismatch followed by 4 consecutive suspicious calibrations which led the system to go into a sensor suspend phase. In the sensor suspend phase, the system recalibrated its glucose calculation algorithm while the sensor readings were blinded to the user for 6 hours. After the sensor suspend phase, the system re-started in the initialization phase and started displaying better agreement between the sensor readings and fingerstick measurements, with its overall performance within expectations. Although the reported blood glucose (bg) at the time of event was in the normal glucose range, the user took a remedial action by drinking coke and eating grapes. The user did not seek any medical attention. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced a hypoglycemia event with no alert asserted by the system due to a sensor inaccuracy.